Event description:
During surgery on this patient's knee, we had a drill malfunction. The tip of the arthrex flipcutter iii drill broke off in the tunnel of trocar and fell into patient's knee. Surgeon was able to retrieve the tip safely without any known injury. Vendor representative took information as well to inform manufacturer of event.